Event description:
The patient fell while being transferred from a clinitron bed to the x-ray table, allegedly due to the brakes not holding. There was an x-ray taken of the patient's lower back. No patient outcome was given.

Manufacturer narrative:
According to the hill-rom field investigation, the brakes were found to be operating properly. The incident was investigated with the assistance of the assistant nurse manager and she agreed that the brakes were not engaged in the lock position. It was noted in the complaint that the "staff did not engaged the brakes properly".